Manufacturer narrative:
The investigation for the reported battery cell failure and impella connect - connectivity/wifi issue has been completed. The product was returned, and the issue was confirmed. Data analysis: rlm- the console was returned to the field on may 5th. "Bswhbiomed" was configured and the console was able to connect and establish data connection and was able to maintain connectivity. Aic- there was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage (imc ic2438.pdf). Additionally, the lt logs showed that battery 2 had a cell imbalance on cell 4. Device analysis: rlm - ictest was able to be connected to and have wifi connected and maintained. The engineer who aided in wifi configuration at the hospital confirmed that implementation was successful. Aic - the failure mode was reproduced on an engineering bench. The battery 2 pack voltage was measured to be 0 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Battest confirmed battery 2 cell 4 was outputting 0v. Per the results of the clinical review and investigation, the root cause of the battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. There was no issue found during the case. The device functioned/operated to specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that there was an aic battery failure, and that the console was not connecting to impella connect. There was no report of patient harm.